Event description:
As reported to coloplast though not verified, patient experienced right sided pain, dyspareunia, bladder infections, urgency, frequency and physical therapy. A revision surgery was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.